Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was intended to be used to treat a right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used during delivery. It was reported that the stent dislodged during delivery to the lesion. The stent was located in the sublclavian and snared back to the axillary artery and deployed. It was noted that there was a lot of cardiac motion while deploying the stent and rca takeoff was not normal. The patient is alive with no injury.

Manufacturer narrative:
The target lesion was pre-dilated. There was no tortuosity or calcification. The lesion was a 100% occluded-thrombotic lesion in a s temi patient. If information is provided in the future, a supplemental report will be issued.